Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump and provided instructions for future occurrences, allowing the customer to continue using the pump without further issues.